Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. Initial result: 821 ng/l. The nurse questioned the initial result, prompting the repeat of the sample on a different module. Repeat result: 6 ng/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The calibration, qc, and alarm trace data were requested, but not provided. The investigation did not identify a product problem. With the limited amount of information, the cause of the event could not be determined.